Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The patient's blood glucose level was around 400 mg/dl to 500 mg/dl. The insulin leak occurred with 3 infusion sets from this lot number. The issue has been occurring for months, but the patient was unable to specify a date or the approximate number of infusion sets that leaked.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Manufacturer narrative:
Correction - the h6 codes were updated.